Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00801.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a pod8 and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing the pod8 through the hub of the lantern and, therefore, the lantern and pod8 were removed. The procedure was then completed using a new microcatheter and new coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was ovalized at approximately 133.0 cm and 134.0 cm from the hub. Conclusions: evaluation of the returned pod8 revealed the embolization coil had offset coil winds. If the pod8 is forcefully advanced against resistance, damage such as offset coil winds may occur. The cause of the reported resistance was unable to be determined. Further investigation of the returned pod8 revealed that the pusher assembly had kinks, a fracture, and detached embolization coil. These damages were likely incidental to the reported complaint. Evaluation of the returned lantern revealed a functional device. During functional testing, a demonstration pod8 was attempted to be advanced through the returned lantern and was able to advance through the hub of the lantern without issue. Further investigation revealed ovalizations near the distal tip of the returned lantern. The ovalizations were likely incidental to the reported complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. This report is associated with MFR report number: 3005168196-2019-00801.